Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Despite multiple attempts with technical support, customer was unable to successfully load a new cartridge onto the pump and was referred to csa for further troubleshooting. Customer decided to use syringes as backup therapy.